Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, the screw was inserted into the locking hole of the plate, and the screw broke during insertion. The surgeon retrieved the head portion of the screw, and closed the surgical wound. The other portion of the screw could not be retrieved and therefore remains in the patient. Device information for the plate is unknown. This report is related to report number 3025141-2023-00035 for the screw involved in this event.